Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a upstream occlusion (uso) alarm, and during occlusion testing the unit did alarm for an upstream occlusion. The cause of the customer reported problem was the defective uso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso sensor, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was a constant upstream occlusion (uso). This occurred during testing, and there was no patient involvement.